Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, a kink was found on the proximal shaft of the mapping catheter when it was taken out of the packaging. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.